Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedances and noise. The lead was evaluated further and the noise could not be reproduced. The physician was made aware of the observations and decided to reprogram some features so that the atrial noise would not impact therapy decisions. At this time, the lead remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information was received. The patient presented again for shortness of breath and the previously reported observations have continued. Oversensed noise was stored, but still could not be reproduced. It is suspected that there is insulation damage to the ra lead. The physician has elected to continue monitoring the system. No adverse patient effects have been reported.